Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of atrial capture was noted on a remote transmission. The patient presented to the clinic and programming change was made. The patient was stable; there were no adverse health consequences.